Manufacturer narrative:
Device received with a blank display due to corroded battery tube including the power board. There were also traces of corrosion found at the motor and electronic assemblies. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 14 mmol/liter at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the display was not blank less than 30 seconds. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.